Manufacturer narrative:
Additional information was provided in b.5., h.3., h.6. And h.11. The product was not returned for analysis. Only photo was returned. The reported complaint cannot be confirmed from the returned photo. Photo provided shows an iol torn or split or cut in two on a white background. The reported complaint cannot be confirmed from the provided photo. A definitive determination of the reported complaint cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. Lens damage may occur: due to the use of a non qualified viscoelastic. Lens delivery performance may be negatively affected when using other non qualified viscoelastics leading to underfill, overfill, misfolding , delivery issues and or damage. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly and cause delivery issues and or damage. If the operating room temperature is too high (more than 23 degree c or 73 degree f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement and cause delivery issues and or product damage. Any of the above listed causes alone, or in combination, may create the reported event. In addition to this, all iols undergo 100 percentage cosmetic inspection in accordance with approved manufacturing procedures. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received and stated that the patient was fine after the lens exchange.

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The product was returned for analysis and the reported complaint was observed. The device was received loose in the product carton. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been fully advanced outside the nozzle. No damage observed. The lens was returned outside of the device. Intraocular lens (iol)received adhered to tape, solution is dried on the iol. The iol is cut/split in two and scratch marked rejectable. A product history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Photo provided shows an iol torn/split/cut in two on a white background. The product investigation could not identify the root cause for the reported complaint "lens scratched in delivery system, in and out". The lens was returned outside of the device. Due to this, we are unable to confirm the lens and the plunger position for advancement and determine a root cause. Lens damage may occur: due to the use of a non-qualified viscoelastic. Lens delivery performance may be negatively affected when using other non-qualified viscoelastics leading to underfill, overfill, misfolding , delivery issues and /or damage. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly and cause delivery issues and /or damage. If the operating room temperature is too high (more than 23 degrees celsius or 73 degrees fahrenheit) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement and cause delivery issues and / or product damage. Any of the above listed causes alone, or in combination, may create the reported event. In addition to this, all iols undergo 100 percent cosmetic inspection in accordance with approved manufacturing procedures. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
Other health care professional reported during intraocular lens (iol) implant procedure, the surgeon noticed that the lens was scratched in delivery system. The lens was explanted and replaced with another lens during initial procedure. The procedure was completed on same day. Additional information has been requested.